Event description:
The facility stated that the cartridge tip was bent upon receipt. It was indicated that the facility noticed the cartridge anomaly during surgery. The lens was implanted successfully and there was no patient injury. The facility did not provide the model and serial numbers of the lens used.

Manufacturer narrative:
Evaluation results: visual inspection of the cartridge showed evidence of surgical residue and the tip was damaged. Conclusion - (no conclusion can be drawn): the root cause for this event could not be determined because the lens and injector were not returned.